Event description:
Per the surgeon, the pt's internal magnet was loose. The pt was placed on antibiotics six weeks prior to the revision surgery. The pt underwent a revision surgery to replace the loose magnet in 2008. The old magnet was successfully removed and a new sterile magnet was inserted into the magnet pocket.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.